Manufacturer narrative:
Additional information: the device was not evaluated and was returned to the customer unrepaired. Device returned without evaluation.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.